Manufacturer narrative:
An investigation was conducted due to the puff of smoke seeen, the pcb motherboard had a burnt mark on a component. The p3 connector of cable (B)(4) had the green and red wires incorrectly installed (swapped) and caused the burned component of the pcb motherboard. The abbott field service technician corrected the issue. No further issues were observed.

Event description:
A puff of smoke was seen by a field service technician when replacing the power supply coming from the motherboard on the cell-dyn 1800 analyzer. No injuries occurred.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).